Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the alarms battery springs in the battery compartment are bent. The screws that hold the alarm case together have rust on them. The alarm does power on. (B)(4).

Event description:
The customer reported that the alarm has no power and may have a missing battery door. There was no visible damage to the alarm case. There was no patient incident or injury reported. Inspection of the product found that the battery springs are bent and the alarm does not power on.